Manufacturer narrative:
The device history records were reviewed for the laser serial number, there were no unusual findings related to the reported issue. For the reported issue there was no indication that there was any issue with the laser procedure. A root cause could not be determined. (B)(4).

Event description:
A company clinical applications specialist reported, on behalf of the customer an anterior capsular tear while flipping the nucleus out of the capsular bag during hydro-dissection. No vitrectomy was reported, and iol was reported to have been inserted as planned.